Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered image component failure, charged coupled device failure and image element failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the image does not appear on the hd camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, sandstorms appeared in the image due to the breakdown of the inundation of the cable and charge coupled device (ccd). The root cause could not be determined. Olympus will continue to monitor field performance for this device.